Manufacturer narrative:
Received one used device for evaluation. No damages or anomalies were observed. The set was leak tested per specification and no leaks or problems in function of the flow regulator were observed. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and a test infusion was performed. No cassette errors, occlusion alarms, or air in line alarms were generated and no restrictions in flow or leakage were noted on the set. The flow regulator functioned as expected during the priming and infusion processes. The complaint of the cassette regulator's inability to close tightly, causing leaking, could not be replicated or confirmed. Lot history review was conducted and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch was found to leak during patient use. The reporter stated, "cassette regulator can¿t close tightly which caused leaking." The event occurred during infusion with an unknown solution. There were no obvious defects noted on the tubing set such as cracks or breaks with no holes, cuts, tears, or any other defects noted. The tubing was replaced and therapy was resumed. The products were stored in an air-conditioned room in the hospital and were not exposed to extreme temperature conditions. There was no spillage, and no drug exposure to the patient and the staff. There is 1 affected sample and is available for return for evaluation. There was no sample photo available. There was no further information available. There was patient involvement but no patient harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.